Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician felt resistance as he advanced the device in the patient, therefore the delivery system was removed from the patient at which point it was noted the stent detached and remained in the scope. The scope was removed to retrieve the stent. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual inspection of this device revealed bends along the working length of the stent. The stent was not assembled to the delivery system upon receipt. The guide catheter was fully retracted inside the push catheter upon receipt, with the suture still loaded to the delivery system. Functional evaluation could not be performed on this device due to the damages of the device. The guide catheter was removed distally for evaluation and a bend was noticed at approximately 17 centimeters to its distal end. There was a bend on the push catheter at about 5 centimeters from the distal end of the push catheter. The resistance felt is likely due to the bend on the device. The stent likely got detached from the delivery system due to the excessive force applied by the physician in the attempt to retract the guide catheter and deploy the stent. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, difficult to advance, premature deployment. (B)(4). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician felt resistance as he advanced the device in the patient, therefore the delivery system was removed from the patient at which point it was noted the stent detached and remained in the scope. The scope was removed to retrieve the stent. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.